Manufacturer narrative:
UDI: (B)(4). Report's phone number was unknown. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that after surgery, it was observed that the air oscillator device would not cut the bone, was powerless and was performing poorly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the device pin was missing which led to the conclusion that the pin was not inserted during the last repair. The device also failed pre-tests for 20 general condition and 120 check for air leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper service. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.